Event description:
In 2008, the pt reported insulin spilled into the cartridge compartment of her insulin infusion device. She stated this caused the device's piston rod to stop which resulted in e6 (mechanical error) and e10 (cartridge error) errors being displayed. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.